Manufacturer narrative:
(B)(4), the customer provided one photo for analysis. The complaint of a broken and separated needle hub was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a broken needle hub was confirmed through visual inspection of the customer supplied photo. A device history record review was performed with no findings relevant to this investigation. Based on these circumstances, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: after induction of anesthesia, an attempt is made to insert a subclavian cvc. This results in multiple air aspirations. This is normally a sign of an accidental puncture of the lung. After removing the puncture needle it breaks into two parts. Additional information. Photo shows needle hub separated from needle. Presence of pneumothorax was excluded by ultrasound. The patient had no problems due to this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after induction of anesthesia, an attempt is made to insert a subclavian cvc. This results in multiple air aspirations. This is normally a sign of an accidental puncture of the lung. After removing the puncture needle it breaks into two parts. Additional information. Photo shows needle hub separated from needle. Presence of pneumothorax was excluded by ultrasound. The patient had no problems due to this issue.